Event description:
It was reported that the pump screen was black, preventing the customer from interacting with the pump or reading the screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, confirmed the pump was under warranty, and instructed the customer on how to put the pump into storage mode. The customer was also informed to use mdi as a backup therapy and to return the faulty pump using a prepaid shipping label within ten days.